Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400024. Serial number: n/a. Batch/ lot number: 332866007. Model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72400098. Serial number: n/a. Batch/ lot number: 334583022. Model/ catalog description: control pump fgs.

Event description:
It was reported that the patient stated that over the last few months he has started to leak and that now he is fully incontinent again and wearing depends. He called to ask for assistance in finding a prosthetic urologist in his area. He was provided with the name of three different urologist in his area. The patient is going to determine who to see and will see them for a assessment and possible replacement of his device. No more information is available at the moment.